Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The mobile view station (mvs) uninterruptible power supply (ups) was replaced due to quickly shutting of after being unplugged. The x-stage cover was also found to be damaged during site visit so the representative replaced that as well. The issues were resolved after part replacement. The system passed a system checkout and was returned to an operational condition. Both the x-stage cover and the mvs ups were returned to the manufacturer for analysis, however analysis had not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) is shutting off when it is unplugged from the wall. Otherwise system is fully functional.

Manufacturer narrative:
The batteries and the x-stage cover were returned to the manufacturer for analysis. A functional and visual examination of the batteries found that they were unable to be charged and would not hold a charge. A functional and visual examination of the x-stage cover found that the cover was damaged. If information is provided in the future, a supplemental report will be issued.